Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
The patient reported the ipg was unable to communicate with the external devices.the patient stated she had not used the scs system in over a year. The sjm representative confirmed the ipg had been inoperable for a few months. The patient underwent surgical intervention on (B)(6) 2016 where the ipg was removed and replaced. Therapy was resumed and issue has bene resolved.